Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081367, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7081545, UDI: (B)(4).

Event description:
It was reported that the patient did not receive adequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.